Manufacturer narrative:
(B)(4). The preliminary evaluation of the returned device sample indicates the tip of the dilator is damaged (during use).

Event description:
The customer reports the dilator would not advance in the patient. A new kit was opened and the dilator was successfully used.

Manufacturer narrative:
(B)(4).the customer returned a single dilator for evaluation. Evidence of use (dried blood) was observed on the returned sample. Visual examination of the sample revealed that the material on one side of the tip of the dilator was deformed/damaged. The tip of the dilator is split on one portion of the tip and the material is folded back. The cracks in the tip contain discoloration, indicating stress. The other sides of the dilator tip are undamaged. The dilator body length measured 138 mm which is within specification. The dilator tip inner diameter and the dilator body outer diameter were also within specification. A device history record review was performed on the dilator and no relevant manufacturing issues were identified. The instructions-for-use (IFU) provided with this kit describes instructions for dilator insertion. It states to "enlarge cutaneous puncture site with cutting edge of scalpel positioned away from the spring-wire guide" prior to dilator insertion. The IFU also cautions the user "alcohol and acetone can weaken the structure of polyurethane material. Therefore, care should be taken when instilling drugs containing alcohol or when using high concentration of alcohol or acetone when performing routine catheter care and maintenance."other remarks: the reported complaint of the dilator tip damaged during use was confirmed by complaint investigation. The returned dilator was cracked and the material was folded back. The dilator tip contained discoloration at the cracks, indicating stress. A device history record review was performed with no relevant findings to suggest a manufacturing related issue. Based on the sample received, it was de termined that operational context caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
The customer reports the dilator would not advance in the patient. A new kit was opened and the dilator was successfully used.